Event description:
Verbatim: when rn disconnected primary IV line from extension after priming the IV line, rn detected that male luer snapped off from the primary line.

Manufacturer narrative:
Three samples model 2420-0007, lot 25095007 were returned for investigation. The sets were examined for defects and abnormalities. The spin collars on the male luers were separated from the set. No other defects or abnormalities were observed. Visual inspection under the microscope showed no signs of damage to the spin collar. The root cause is unknown. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.